Event description:
An impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage c shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci) of the left anterior descending artery (lad). After insertion of the device, access site bleeding was noted. Integrilin and heparin were given during the pci. The bleeding was increasing, so the physician decided to remove the pump and close the groin. There was continued bleeding at the site, so a vascular surgeon was consulted. The post-procedure outcome is survived at explant. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the access site bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The physician reported that the groin was successfully repaired by the vascular surgeon without issue.